Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. A customer reported receiving unspecified high readings experience symptoms described as shortness of breath, increased thirst, and appetite. The customer further reported being in the ER where she was given IV fluid with sugar water every 30 minutes as treatment. No further treatment information was provided. There was no report of death or permanent injury associated with this event.